Manufacturer narrative:
A complete lead was returned for analysis in two pieces measuring 13.4 cm for the connector portion and 51.5 cm for the distal portion. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that a patient presented in-clinic with syncopal episodes. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician was uncertain if the issue was due to the implantable cardioverter defibrillator or the lead. Both products were explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(6).